Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Bv is pre-approaching rrt at 2.64 v on (B)(6) 2015. Concomitant medical products: 407645 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was expected to last longer, yet it the battery depleted quickly. The device remains in use. No patient complications have been reported as a result of this event.